Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
Orbital atherectomy was planned for a 90% stenosed lesion in the distal anterior tibial artery. The spring tip of the viperwire guide wire fractured when the catheter was being removed prior to orbital atherectomy. Attempts were made with a snare to retrieve the spring tip fragment, including creating a second access site in the dorsalis pedis, but the attempts were unsuccessful, and the wire fragment remained in the patient. It was reported to csi that the patient was seeking outside opinions regarding a below the knee amputation therefore no additional follow-up information was available from the treating facility.